Event description:
Report received of a nurse receiving a shock from the device. It was reported that the nurse removed the pump from a utility room where it had been plugged into ac power. The nurse wheeled the device down a tile floor approx 50 feet to the pt's room. The nurse then turned the device on in the hallway and noted that the volume infused needed to be cleared from the device. The nurse turned the control knob to clear the volume and was guiding the pump with their right hand into the pt's room when nurse reportedly experienced a shock that went up their right arm. The nurse did not experience any adverse sequelae, and no medical intervention were required. The pump was replaced and therapy for the pt was initiated without delay.